Manufacturer narrative:
Returned catheter analysis found no significant anomaly (catheter body: dried drug, blood, or other foreign material).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving dilaudid 20 mg/ml at an unknown dose/frequency and bupivacaine 11 mg/ml at an unknown dose/frequency via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient experienced a change in symptom control approximately 4 months ago. There were notable pump reservoir variances. The hcp attempted to access the catheter, but was unsuccessful. The pump and spinal segment of the catheter were replaced on (B)(6) 2016. The pump was expected to have 15.5 ml remaining in the reservoir at explant, but instead had a full 20 ml. The issue was reported as resolved at the time of this report. The patient status was noted to be "alive-no injury." Other medication the patient was taking at the time of the event was unable to be obtained. The cause for the change in symptom control, pump reservoir variances and unsuccessful catheter access was unknown. If additional information is received, a follow-up report will be submitted . Refer to manufacturing report #3004209178-2016-02983 for the pump related issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.